Manufacturer narrative:
Additional information was received by the failure analysis lab on (B)(6) 2023. Replacement with silicone implants was performed with explant. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on february 13, 2024. The pathology report was obtained and populated in b6. In addition to the issues reported previously, the patient also experienced the presence of a breast cyst. Additional information was received on february 28, 2024. The breast cyst was left sided. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on october 13, 2023. The rupture, originally thought to be just left sided, was bilateral. This report relates to the right prosthesis. Reason for device explant and/or reoperation: rupture/capsular contracture the impacted product was received by the failure analysis lab on october 20, 2023. The investigation of the returned device was completed by the failure analysis lab on october 24, 2023. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection. Visual analysis of the returned sample revealed that the breast implant was found to be ruptured and received in three parts. As the authorization form for examination was not received the product evaluation lab couldn´t identify a conclusion due to the specific nature of this rupture. The evaluation was limited to non-destructive testing. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause the implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient who underwent breast augmentation revision with 500cc mentor memorygel breast implants experienced left sided rupture and bilateral baker grade ii/iii capsular contracture post procedure. This was accompanied by pain. As a result, explant was performed on (B)(6) 2023. See 1645337-2023-11899 for contralateral prosthesis report.